Manufacturer narrative:
A photo sample was received for evaluation. Based on the photo received, the reported event for rough edges on the eyelets of the catheter was confirmed. It was unable to be determine what the root cause of the reported problem was. How and when the problem occurred could not be determined. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. (B)(4). Corrections: manufacturer name, city and state and MFR site.

Event description:
It was reported that the catheter was blocked. It was later reported that the drainage eyes were tapered inwards, and described as having a "funnel shape". It was also reported that the drainage eyes were rough.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked. It was later reported that the drainage eyes were tapered inwards, and described as having a "funnel shape". It was also reported that the drainage eyes were rough.